Event description:
It was reported that the monitor was giving false readings - constant 99% reading. No patient injury was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no physical damage on device. Functional testing found the reading are within spec on the test procedure, no problem found. Device passed all functional testing, unable to replicate the reported issue. No problem found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. D5 and e4 are unknown, no information provided to date.